Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient's first post-operative visit was (B)(6) 2008. Catheter was inserted during the procedure and removed. The patient's second post-op visit was (B)(6) 2008. There were no patient complaints, and the exam was normal. Patient's third post-op visit was (B)(6) 2008. Patient reported both urinary urgency and incontinence. A cystometrography (cmg) was performed and the results for incontinence were negative. The final patient post-op visit was (B)(6) 2008. The patient complained of continued incontinence. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.